Event description:
The patient's vns presented with high impedance, with an associated increase in seizure frequency and duration as a result of the high impedance. The patient underwent lead replacement surgery due to a lead fracture. The lead had been implanted for less than 2 years. The explanted lead was discarded by the hospital. Lead device history record was reviewed and no unresolved non conformities were found prior to distribution. No additional relevant information has been received to date.